Event description:
Boston scientific received information that patient with this cardiac resynchronization therapy pacemaker (crt-p) presented in the hospital due to diaphragmatic stimulation. Upon check, it was determined that a safety switch has been triggered for this left ventricular (lv) lead due to pacing impedance measurement greater than 2,000 ohms. The field representative programmed lv lead from lv tip to device and no stimulation has been observed thereafter. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this system remains in service without further complication. This investigation will be updated should further information be provided.